Manufacturer narrative:
(B)(6) was identified as a duplicate of (B)(6), which was previously investigated and closed under (B)(6). Therefore, (B)(6) is being closed as a duplicate.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision performed due to a postoperative wound infection.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision performed due to a postoperative wound infection.